Event description:
Reportedly, re-intervention occurred to replace ICD and ventricular lead (sorin isoline 2ct s/n (B)(4)) because of ventricular oversensing with inappropriate shocks. The ventricular lead impedance was under 200 ohms. The lead was measured again after disconnecting from the device; impedance varied in range of 200-400 ohms. R wave amplitude varied in range of 7.5-9.3mv. Pacing failure was confirmed. Since a lead failure was suspected, the lead was extracted. The atrial lead was also extracted because future lead breakage was considered due to sharp insertion angle to the vein. A new system was successfully implanted. Although ventricular lead failure was suspected, the ICD involved din this MDR report was returned to verify the device function. Refer also to MDR # 1000165971-2011-00397 which is relative to the associated ventricular lead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.